Manufacturer narrative:
This lead is expected to be retuned for analysis. This report will be updated upon the completion of the investigation. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection revealed a slight bend/kink in the lead body. The suture sleeve appeared normal. The helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that an angulation of this right ventricular (rv) lead was observed on x-ray. Additionally, sharp bends in the suture sleeves were also observed. The patient was seen in clinic due to high, out of range impedance measurements, of the right atrial (ra) lead, which was observed via latitude (remote monitoring system). It was at this time that the angulation of both leads was observed. A revision procedure was performed to replace this rv lead, as well as the ra lead, which was successfully completed. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead is expected to be retuned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that an angulation of this right ventricular (rv) lead was observed on x-ray. Additionally, sharp bends in the suture sleeves were also observed. The patient was seen in clinic due to high, out of range impedance measurements of the right atrial (ra) lead, which was observed via latitude (remote monitoring system). It was at this time that the angulation of both leads was observed. A revision procedure was performed to replace this rv lead, as well as the ra lead, which was successfully completed. Both leads are expected for return. No additional adverse patient effects were reported.